Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicates that the lv lead was discovered to be in the main body of the coronary sinus under fluoroscopy. When paced from the lv lead it had more atrial capture than lv capture. This lv lead was surgically abandoned. No additional adverse patient effects were reported.